Event description:
The following report was received from the affiliate: during a coronary intervention, after implantation of the stent, physician tried to withdraw the device but had difficulty. He then successfully pulled it out with excessive extraction and a dissection on the coronary vessel occurred. The dissection was treated with another 3.5x33mm cypher des.

Manufacturer narrative:
The male pt with an unknown history underwent the implantation of a cypher stent to the mid right coronary artery (rca). Following stent deployment, there was a withdrawal difficulty of which details are not provided. The device was pulled out with the catheter but excessive extraction resulted in a vessel dissection. This was treated with additional stent placement. Indication for the initial evaluation is unknown. The rca was tortuous with a moderately calcified type b2 lesion. Cypher select is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The safety and effectiveness of this product has not been established for use in pts with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. The lesion was pre-dilated, as recommended, and the cypher select was advanced to the target lesion. There is no indication of any difficulties until they attempted to withdraw the stent delivery system. With the available information, it appears that vessel/lesion characteristics may have contributed to the event. One non-sterile cypher select 3.50 x 33mm was received coiled inside a plastic bag. The stent was not returned. Crystallized inflation media was found inside the balloon. No other anomalies were found. The balloon was inflated and deflated without anomalies. No further analysis was performed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer was not confirmed, since no anomalies were found on the returned device. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.